Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown and treatment information was not reported. The patient was eventually discharged from the hospital. Dianeal therapy was discontinued and the patient was placed on hemodialysis. At the time of this report, it was unknown if the patient was recovering from the peritonitis. No additional information is available. This is report 1 of 4 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as in (B)(4).